Event description:
Additional information: it was reported, the impedances were within normal limits. The patient was still programmed to contact two (c2) and was getting therapy. Therapy impedance was 522 ohms on left side for c2 programming. The patient was programmed at 2.3v and they were able to increase to 2.5v. When they tried to go to 2.6v, an out of regulation (oor) message on the patient programmer was displayed (upper limit was set to 2.6v). During an 8840 session, the patient¿s stimulation was increased to 2.8v and the patient could feel a fluttering on his right side. They did not get any oor notifications while increasing stimulation with the 8840. The healthcare provider (hcp) was in the process of fine tuning the patient¿s settings. They did want the patient to be able to go up a little higher possibly than 2.5v.

Event description:
It was reported that approximately one week prior to the report, the patient had adjusted his stimulation over the phone with his healthcare professional (hcp). It was stated that the patient saw an eos message (end of service) two days prior to the report when he went to check the settings. It was reported that patient's symptoms had not come back. During the time of the report, patient's implantable neurostimulator (ins) was checked and seeing out of regulation (oor) message was reported. It was also reported that the oor message was first seen two days prior the report. Patient's therapy was fine and he was getting good symptom control. When the stimulation intensity was slightly increased approximately a week ago, the patient had a good response to change. It was reported that the patient had not used programmer until two days prior since the change was made. It was stated that the patient had an appointment with the hcp scheduled one week after the report. Three days later it was reported that impedances were good and the patient was doing well. The cause of oor had not been determined. The oor condition had not been resolved yet. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# va07hh8, implanted: (B)(6) 2013, product type lead; product ID 3387040, lot# v008951, implanted: (B)(6) 2006, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).